Manufacturer narrative:
D10. Concomitant products: 2470435 - 02-010-01-0335 - logic femoral ps cem right sz 3.5 2477920 - 02-012-41-3535 - logic tibia traptray cem sz 3.5f/3.5t 200-02-35 - three peg patella 35mm investigation results- the cause of the patient¿s late knee infection and subsequent revision as related to the devices cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition, patient illness, unique anatomy, or other condition. There is no mention in the operative report of device malfunction or wear. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documentation that a patient received a right total knee arthroplasty on (B)(6) 2012 and then approximately 10 years, 11 months later on (B)(6) 2023 had a revision surgical procedure. Operative report of 20 nov 2023-pre-op diagnosis: history of total right knee replacement, infection associated with internal right knee prosthesis. Procedure(s): irrigation and debridement knee /revision total knee replacement with poly exchange. Patient was revised to truliant tibial insert. The right knee was examined and showed moderate effusion with significant joint laxity. There was no evidence of prosthesis loosening. Procedure findings: acute infection less than 4 weeks duration. Patient tolerated the procedure well and was transferred to the recovery room in stable condition. There is no other information provided/available.